Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; there was a broken and missing knob. It was also noted that the upper case was damaged, and the external pulse generator (epg) failed incoming testing. The epg was scrapped per the customer's request. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg has been returned for service. No patient complications have been reported as a result of this event.